Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an appropriate shock. The field representative was attempting review the episode on the programmer, when the update screen became stuck on the loading screen. Technical services (ts) was contacted, and ts helped with troubleshooting efforts, having the field representative reboot the programmer. Afterwards, the update and interrogation was successful. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additionally, the associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.